Manufacturer narrative:
The customer's meter was received for investigation. The meter was disassembled and its electronic compartment was visually inspected. Contamination was observed on the display and inside the meter. The observed contamination/oxidation can lead to the complained issue. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter. The customer stated there was a "blob in the middle of the screen". The results field is not clearly readable and could lead to a mis-interpretation of a result. She tried cleaning this off and cannot determine if this is a film from the cleaning wipes or is underneath the screen. There was no visible damage to the screen.